Manufacturer narrative:
The reagent lot number is 73288001. The expiration date is 31-aug-2024. The field service engineer (fse) inspected the analyzer and made detergent volume adjustments. He also changed the sample and reagent probes and adjusted the ultrasonic mixer. He performed precision checks with acceptable results. The fse changed the sample and reagent probes. Product labeling states "daily maintenance - cleaning all pipetter probes and rinse nozzles - to ensure optimal condition of all probes and measurement accuracy of the analyzer, you must clean the outside of the pipetter probes, the ise sipper probe, and the cell rinse nozzles." The investigation determined the event was caused by insufficient service and operator maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was not reported outside of the laboratory. The initial result was 17.4 mg/dl. The first repeat result "after centrifugation of the sample" was 41.0 mg/dl. The second repeat result was 123.7 mg/dl. This result was deemed the true result and matched the history of the patient.